Event description:
It was reported to boston scientific corporation that an obtryx curved singe system device was implanted on an unknown date.according to the complainant, the patient experienced an unknown injury.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported lot # oml7121303 could not be matched to the upn provided.(B)(4).